Manufacturer narrative:
Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and corroded battery tube. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump showed insulin flow block alarm. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.